Manufacturer narrative:
Siemens filed the initial MDR on 16-jan-2019. Additional information (29-jan-2019): siemens received instrument data from the customer and determined that the data provided did not include the data from the date of event. However, siemens reviewed the data to determine if there were any instrument malfunctions after the date of the event and did not find any issue. Additionally, the customer stated that the instrument was being used to process cardiac troponin I (tni) samples again. The cause of the discordant, falsely elevated tni results is unknown. Section h6 "results" and "conclusions" codes have been updated to reflect the additional information. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report two discordant, falsely elevated tni results obtained on two patient samples on a dimension exl with lm instrument. Siemens determined that the quality controls (qcs) were within specifications on the day of the event. Siemens dispatched a customer service engineer (cse) to the customer's site and inspected the system. The cse did not find any issues with the instrument. The cause of the discordant, falsely elevated tni results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant result for sample ID (B)(6) was reported to the physician(s), and the patient was administered lovenox medication. The patients were redrawn and run on an alternate instrument, resulting lower than the discordant results. The redrawn sample results on the alternate instrument were reported, as the correct results, to the physician(s). The sample ID (B)(6) was then repeated on the initial and alternate instrument, resulting lower than the discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.